Event description:
Customer's mother stated that her son was not getting his insulin. He was not feeling well and she could smell insulin. His blood glucose was "high" (>500 mg/dl). When she removed the device to replace it, she could also feel moisture on the adhesive. She believes the cannula had dislodged and they had been unaware of it. Once a new device was activated her son's bg began to lower and he was back in range within hours.

Manufacturer narrative:
The pod was not returned for evaluation. Therefore, we are unable to confirm any product malfunction or defect that may have caused or contributed to the customer's "high" bg level. A dislodged cannula would likely impede insulin delivery and may lead to hyperglycemia. The lab, however, cannot confirm that the cannula has dislodged from the customer's skin and therefore no conclusion can be drawn. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advises that customers can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hours of monitoring and administering correction boluses, if bg's still remain high the user guide instructs to change the pod using a new vial of insulin and contact their hcp for guidance. Product lot qualification records were reviewed and found to have met all acceptance criteria.